Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to alleged pain and injury.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. The devices involved were reviewed for compatibility with no issues noted. These devices are used for treatment. Product history searches were conducted for the part/lot combinations for both of the components related to the event and no other complaints were identified. The patient alleges that the pain and injury resulted from the implantation and revision of the nexgen femoral and tibial components. It is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is no information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. Risk of pain is addressed through the package inserts for both the femoral component and the tibial component. Both package inserts list pain as an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was well fixed and was not cause of the revision procedure.